Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The poly has high 3rd body particulate wear.

Manufacturer narrative:
Conclusion and justification status: the complaint states request received from (B)(6) physics department, they would like to know the manufacturing date and sterilization process for the lcs retrieved poly. The poly has high 3rd body particulate wear and even though they know it is a ha femur they still want to know these details. Implanted (B)(6) 2007 revision surgery date and reason for revision details. Not clear if further information will be available for this case at this stage. A complaint database search and review of manufacturing records did not identify any anomalies. It should be noted the lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.